Manufacturer narrative:
Add: b.3 the reported event of an over infusion issue could not be determined as no device or logs were returned for investigation. A review of the device history record showed the device had a manufacture date of 26jun2009. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (b0(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient information not provided.

Event description:
It was reported that heparin was infused at higher than expected rate. There was no patient harm reported. Although requested, further information was not provided.